Manufacturer narrative:
A getinge field service engineer evaluated and found that battery is defective and need to be replaced. Fse replaced battery li-on to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) by a distributor, one of the 2 batteries does not work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.